Manufacturer narrative:
The field service engineer (fse) found a faulty electrode and replaced all electrodes, replaced both probes, and replaced the tubing. Calibration, qc, patient correlations, and an ise performance check were all performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas integra 400 plus module. The initial na result was 129.9 mmol/l. The result was reported outside of the laboratory. The customer was having issues with out-of-range qc and repeated the sample on another 400-plus analyzer. The repeat result on another analyzer was 136.2 mmol/l. The repeat result was deemed correct. The integra 400 plus analyzer serial number is (B)(4).